Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem (over delivery) was confirmed in one of the three delivery accuracy tests. The value was outside of the published +/-6% specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor on the pump was replaced to address the over delivery problem.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 failed accuracy +8.2%, event occurred during testing and on patient was involved. Date unknown.